Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, no broken cables were found, however, engineering observed that the entire tube extension wall is circumferentially broken at the base of the axial keys. As a result, the tube extension can be rotated 360 degrees. No pieces are missing and it was concluded that the damage may have been due to excessive side loading. Engineering also observed that one side of the distal end of the main tube has a 1.1" long section with material removed. The damaged area is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.

Event description:
It was reported that during a da vinci s hysterectomy surgical procedure, a broken cable was observed on the monopolar curved scissors instrument. The planned surgical procedure was completed and no pt harm, adverse outcome or injury was reported.